Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was performing a set change but could not get the plunger out of the reservoir. The patient's blood glucose at the time of incident was 440 mg/dl; she confirmed that she felt fine in regards to her high blood glucose and declined to troubleshooting for it. Troubleshooting was initiated for the plunger issue but the customer was unable to get it off. The customer was advised that she would have to use a new reservoir and infusion set. The reservoir was returned for analysis and a replacement infusion set and reservoir was shipped to the customer.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.